Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there were problems to attaching the reamer head to the drive shaft. There are 4 pins of the back on the reamer head and one of them was bending on the outside of the drive shaft. Delay of surgery 15 minutes this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. Device is an instrument and is not implanted/explanted without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.